Event description:
In 1999, the pt underwent a mitral valve replacement. In 1999, the valve rts-174 was explanted due to paravalvular leak and replaced with the above-mentioned valve. This valve was explanted due to paravalvular leak.